Event description:
During product evaluation, failure code 533:320:844:0000 was found in the pumps event history. It is unk whether there was any pt injury or med intervention necessary according to the hosp rep. No additional info is available.